Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during unknown orthopedic procedure on (B)(6) 2018, tip of screwdriver was worn out and did not engage screws properly. There was two (2) minute delay in procedure to get new screwdriver and procedure was completed successfully. There was no patient harm noted. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) cannulated 2.5 mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 314.29, synthes lot number: 5570056, supplier lot number: na, release to warehouse date: 02-aug-2007, supplier: na, manufacturing site: brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The cannulated hex screw driver (part: 314.29, lot: 5570056, mfg: 02-aug-2007) was inspected at customer quality and the complaint of worn tip was confirmed. Upon visual inspection, it is observed that the hex tip was partially twisted and bent. No new malfunctions have been identified. A device history review, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the age of the device and any unintended forces encountered during device usage could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Whether this complaint could be replicated is not applicable as the device was returned damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Corrected data: date rec¿d by MFR: the initial medwatch ((B)(4)) inadvertently reported the incorrect alert date. The correct date is 1/9/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.